Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the rotor drive tractor motor was operational and that the rotor was jammed due to a gantry door misalignment. The gantry door mechanism was then realigned to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door of the imaging system was not operating as designed. There was no patient present when this issue was identified. No additional information was provided.